Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette experienced a loose connection between the heater line and the heater bag which resulted in a leak of solution. This event occurred during dwell three of four. Renal therapy services assisted the hp with ending therapy and hp would reach out peritoneal dialysis registered nurse for follow up. The hp would continue with manual therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.